Manufacturer narrative:
(B)(4). Device evaluation: seven recorder strips were provided for review. The recorder strips were reviewed by clinical support. All of the strips provided were the results of a print out from an alarm condition. In the event of a helium alarm, the recorder automatically prints out a strip of the arterial pressure (ap) and the balloon pressure waveform (bpw). Because this automatic printout defaults to ap and bpw, the reported complaint of noise on the ECG could not be confirmed. The hash marks on the top of the recorder strip indicated that triggering was consistent. Strips 1, 2, 4, 5, and 7 all show the pattern trigger mode which indicated there was an acceptable ECG signal for triggering and timing. Strip #3 appeared to be in autopilot with the trigger mode changed to ap xducer. Triggering is consistent. Inflation timing is correct contrary to the reported complaint. For deflation timing it appears the pump pulled deflation early to re-evaluate timing and then readjusted so that both inflation and deflation timing appear to be correct. In strip #7 the user had switched the pump to operator with ap xducer as the trigger mode. The user had set inflation correctly. Deflation looked early. Inflation timing looked correct in all of the strips. When the iab is timed correctly, the iab is set to inflate during diastole. There is no indication that the iab was inflating during systole as reported in the details of the event. Note: the ECG source on all of the strips indicated that the ECG was always from the bedside/anesthesia monitor rather than the skin leads. In addition, all but one of the alarm recorder strips appeared to be caused by a sudden onset of high frequency noise on the balloon pressure waveform (bpw) baseline likely due to electrical noise from the scalpel. The bpw represents the helium movement between the console and the iab catheter. There is a characteristic shape for the bpw. Changes in the shape of the bpw can help to identify potential problems with the iabp control system, iab problems or certain pt conditions. Timing of the iabp is always performed using the arterial pressure waveform as a guide. The position of the bpw in relation to the ap waveform is normal. The recorder strips all showed alarm conditions of high pressure, high baseline and unable to refill which was not reported as an issue in the details of the event. These alarm conditions are indicative of a kinked catheter. Per the operator's manual, direct ECG/ap connection from the pt to the autocat2 series is preferred. Per the operator's manual, a trigger mode may become unreliable as a result of changes in the pt's condition or clinical environment. In any acute clinical situation, the user must be prepared to change trigger modes. A device history record review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the balloon started to inflate at systole of the heart" is not confirmed. After review, inflation timing looks correct in all of the recorder strips. When the iab is timed correctly, the iab is set to inflate during diastole. There is no indication that the iab was inflating during systole as reported.

Event description:
It was reported that while in the operating room the user was using a bipolar electrical scalpel during the operation; noise was seen on the display. Therefore, the trigger was changed from ECG to arterial pressure (ap) monitor. However, the balloon started to inflate at systole of the heart. At this time the ap trigger was changed from monitor to transducer, but the timing did not much. Since the patient's blood pressure was stable, the user stopped the pump and continued the operation. The intra-aortic balloon (iab) was removed after the operation was done. There was no reported pt death, injury, or complications. There was no reported delay or interruption. The pt's condition is good. Additional info received on (B)(4) 2014 stated that the pt's blood pressure was stable and the user stopped the pump for approximately 10 minutes while continuing with the operation. When the iab was removed there were no blood clots on the membrane. It has been reported that the customer did not use an arrow iab for this patient.